Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in good condition. The customer reported product problem was replicated. When the pump was turned on, the display showed a red screen with the error code 45985. Further investigation of the pump determined that a faulty microprocessor board caused the issue. The microprocessor board was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump displayed an error code. No patient injury or complications were reported in relation to this event.

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Additional information received that there was no patient involvement.